Manufacturer narrative:
The abbott field service representative (fsr) performed troubleshooting which included replacing water bath filter, high concentration waste pump tubing, and cuvette wipers. The fsr also cleaned and flushed the water bath and tightened the lamp lead screws. The architect (B)(6) was determined to be the likely cause. A review of service history for the architect c4000, serial number (B)(6), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of historical data for the architect c4000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed intermittent falsely elevated magnesium results for several samples generated on the architect c4000 beginning on (B)(6) 2019. Two patient results were reported to the physician and corrected later. The customer also reported erratic quality control (qc) results. The following data was provided (units of measure = meq/l, customer's reference range = 1.6 to 2.6 meq/l): sample 1 initial result = 5.0 reported to physician, repeat = 1.0, sample 2 initial result = >7.8, repeat = 1.2 reported to physician, sample 3 initial result = 4.3, sample has not been repeated , sample 4 initial result = 6.0, repeat = 1.3 , sample 5 initial result = 5.0, repeat = 1.6. No impact to patient management was reported.